Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 1500 mcg/ml; 540.3 mcg/day, clonidine 400 mcg/ml; 144.07 mcg/day and morphine 25.0 mg/ml; 9.004 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was 2015. It was reported the patient lost a lot of weight (40 pounds) in 2015. The weight loss was due to his mother dying and nothing to do with the pump. With the weight lose the patient noticed the anchor was sticking out of his back. The patient could not sit because it would send shooting pains up his spine. On (B)(6) 2016 the healthcare provider planned to change the anchor to a smaller size and change the location of the catheter.

Event description:
Additional information was received from a healthcare provider. The reason for the patient's weight loss and spinal pain was noted as having been unknown. A revision was completed as planned/scheduled on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.